Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number changed from 81015u256 to 80913u113. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported failure to capture the leaflets could not be determined in this incident. Additionally, a definitive cause for the reported worsening mitral regurgitation (mr) could not be determined in this incident. The reported tissue damage appears to be due to user technique/procedural circumstances as multiple grasping attempts were made in order to attain optimal reduction of mr that potentially resulted in the mitral leaflet injury. Also, a definitive cause for the reported hypotension could not be determined in this incident. The reported hemorrhage appears to be due to user technique/procedural circumstances of extensive pulling force of the xtr clip. The reported patient effect of mitral valve tissue damage, hemorrhage, worsening mitral regurgitation and hypotension as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information received noted the device with the gripper actuation issue is actually lot 81015u256 and the first device used with the slda is lot 80913u113. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems (80913u113, 80918u337) are filed under separate medwatch report numbers.

Event description:
This is filed to report the leaflet and mitral annulus injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds 81015u256) was advanced to the mitral valve and grasping performed at the a2/p2 location. The clip was closed with a good mr reduction; however, after a short time, the mr worsened. The clip appeared to be detached from the posterior. The clip was re-opened and grasping was attempted at a central position, but the mr seemed to be higher than at the start of the procedure. The clip was deployed at a more medial position. The second xtr cds (80913u113) was advanced and grasping was difficult. It was then noted that the grippers could not be raised. The cds was removed and replaced. A new ntr cds (lot 80918u377) was advanced and grasping attempted; however, the grasp was insufficient and it was found that the posterior leaflet had been torn in the a2/p2 location. The clip was deployed at a1/2-p1/2, but the mr was unchanged. It was observed that the posterior leaflet was torn in a medial/lateral direction of a2/p2; therefore, there was no possibility to grasp the posterior leaflet. The patient became hypotensive; therefore, an attempt was made to place an impella device, but the arteries in the groin were too calcified. The patient was transferred to another hospital for emergency heart surgery. During surgery it was found that the posterior leaflet was torn and there was a rupture and internal bleeding of the posterior mitral annulus caused by the pulling force of the xtr. The clips were explanted during the surgery. The patient is stable at this time. No additional information was provided.